Event description:
On (B)(6) 2012, the patient claimed her insulin pump was down and not working. The animas representative made several attempts to contact the patient but was not successful. There is no report of any patient impact associated with this issue. This complaint is being reported because the animas pump allegedly not working.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.